Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated empirically with ancef and gentamycin (dosages, routes, frequencies, and durations not reported) for the peritonitis event. Two days after onset; the peritoneal dialysis catheter was removed, peritoneal dialysis therapy was withdrawn, and the patient was switched to hemodialysis. On an unreported date, the patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.